Event description:
Rptr's case report was published in a journal. Latex allergy: local hypersensitivity caused by esophageal catheter used in lung compliance measurement. They report on two latex-allergic subjects who developed local hypersensitivity reactions after their lung compliance was measured by an esophagus balloon catheter. Protein and allergen analyses of this catheter showed values of 85 and 9.8 microgram per gram rubber. It is concluded that latex-allergic subjects should not undergo examinations with latex allergen-containing catheters. To their knowledge, this is the first report on allergic reactions caused by latex balloons of an esophagus catheter.

Event description:
Rptr's case report was published in a journal. Latex allergy: local hypersensitivity caused by esophageal catheter used in lung compliance measurement. They report on two latex-allergic subjects who developed local hypersensitivity reactions after their lung compliance was measured by an esophagus balloon catheter. Protein and allergen analyses of this catheter showed values of 85 and 9.8 microgram per gram rubber. It is concluded that latex-allergic subjects should not undergo examinations with latex allergen-containing cathetrs. To their knowledge, this is the first report on allergic reactions caused by latex balloons of an esophagus catheter.